Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that two framing coils were placed in a basilar tip aneurysm. The hydroframe coil was then positioned in the aneurysm; however, prior to detachment, the coil was noted to have detached inside the microcatheter. Upon removal of the microcatheter, the implant coil was noted to be partially in the vessel and partially in the aneurysm. Attempts were made over approximately two hours to remove the coil with a snare device; however, the coil segment broke in two. The coil segment that extended into the parent vessel was removed with the snare device and the distal segment of the coil remained implanted in the aneurysm. There was no reported patient injury. The patient is reported to be okay.

Manufacturer narrative:
The device was returned for evaluation. The strain relief over the heater coil section was noted to be burnt. The distal black pet was removed to inspect; both lead wire solder connections were noted to be missing. The body coil was severely stretched, and the rest of the pusher was noted to be broken at the pet transition. The lead wires were noted to be tangled in the stretched body coil section on the other half of the body coil. Based on the reported details and investigation findings, the pusher was noted to be broken; however, the 2nd half of the pusher was not returned for analysis. The heater section was noted to be burnt, which is indicative of an attempt at thermal detachment. The complaint could not be confirmed and investigation is inconclusive. The exact root cause is unknown; however, the damage to the pusher exhibited evidence that it was subjected to excessive tensile force that exceeded the maximum strength specification.